Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. Additional reportable events were identified during the investigation: loss of image and loss of watertightness of the cable unit. Based on the completed investigation, both the reported event and the additional reportable events identified during the investigation were attributed to deformation of the cable unit. Although the root cause of the reported malfunction could not be definitively determined, it is likely that the malfunction resulted from damage to an internal component. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported very dark and imperceptible image, involving an olympus camera head. There was no patient injury reported.